Manufacturer narrative:
The reported events were high pacing lead impedance and unable to implant. The reported event of high pacing lead impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not securely attach to the myocardium and exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition.